Event description:
It was reported the insulin pump was exposed to moisture. Customer's mother was not sure if customer jumped in the pool or the shower. Customer's mother did not know customer's blood glucose. Customer's mother was unable to troubleshoot since customer had the device at work. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.